Event description:
It was reported the device was being used in a lobectomy. It was reported that when the device was fired a strange noise was heard and it misfired, not a complete staple line. There was no pt consequence.